Manufacturer narrative:
Follow-up #1: date of submission 07/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2015 with the following findings: all of the keypad buttons were normally responsive. There was no contamination on the button contacts. Unrelated to the initial allegation, the dispaly screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, a distributor contacted animas alleging that a pump was unable to clear the verify screen on their pump. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).